Event description:
The clinic reported during a cataract extraction procedure the phacoemulsification system stopped working when attempting to change the vacuum settings using the touch screen. The machine was restarted however, the machine displayed the same symptoms when selecting phaco 2 mode. The clinic exchanged the phacoemulsification system to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service tech at the customer's location. The error and event logs were retrieved. The tech was not able to identify an explanation for the event. The cause of incident experienced by the customer was not able to be determined.